Event description:
Device report 2 of 3: reference MFR report: 1627487-2012-09231. Reference MFR report: 1627487-2012-09233. The pt was implanted with three trial leads (all from different lots). The pt was found to have an infection at the lead insertion site when the pt was seen for lead pull at the end of the trial. The pt was initially started on antibiotics but subsequently was hospitalized for further treatment. Follow-up on this matter revealed, the pt has been discharged and is recovering well.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.